Event description:
As reported, the inflation indicator of a 5f mynx control vascular closure device (vcd) did not extend when balloon was inflated. There was no reported patient injury. The device will be returned for evaluation. Addendum: a rough, damaged condition was observed in the sealant sleeves of the device causing the exposure of the sealant observed in manufacturing position.

Manufacturer narrative:
As reported, the inflation indicator of a 5f mynx control vascular closure device (vcd) did not extend when balloon was inflated. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the sealant was returned in the manufactured position. Additionally, it should be noted that the balloon was fully deflated. The syringe was returned and attached to the device while the stopcock was returned opened. The procedural sheath was not returned with the device, and exposure to blood was observed as received. Additionally, a rough, damaged condition was observed with the sealant sleeves of the device, causing the exposure of the sealant observed while in the manufactured position. Due to the deformation of the sealant sleeves identified, dimensional analysis was not possible to be completed as the deformation impeded the correct measurement of the slit. However, the catheter¿s working length was verified and noted to be within specification. A functional test on balloon inflation was executed to confirm an adequate mechanism. The balloon maintained its pressure during the test and the inflation indicator popped out as a result of the pressure generated. Additionally, due to the exposed sealant observed during the visual analysis, a functional deployment test was executed, resulting in the confirmation of the correct mechanism of the device analyzed. The product history record (phr) review of lot f2307604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿pressure gauge-inflation indicator extension difficulty¿ was not confirmed through analysis of the returned device since there were no issues noted during functional analysis of the balloon or inflation indication. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the rough, damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inflation indicator issue experienced since there were no issues noted during functional analysis. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.